Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating there was no pmr and the patient was supported by helping them find optimal recharging position and then regular recharging. It was unknown whether the charging was not possible due to the por, and the reason was unknown. The cause of the issue was unknown. The loading of the ins was now possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient couldn't charge the ins and a power on reset (por) message was seen on the recharger. Troubleshooting with the recharger resolved the issue.